Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Vessel morphology at the time of intervention was severe calcification and severe disease progression. It was reported that the CT demonstrated that the iliac limb had narrowed since the time of implant. The physician elected to treat the patient by performing an axillofemoral bypass. The physician believes that the iliac limb was narrow in diameter; severely calcified, severe disease progression along with the sluggish outflow of the iliac limb may be the contributing factor of the limb occlusion. No additional clinical sequelae were reported and the patient is fine.